Event description:
It was reported that 1 bd eclipse¿ needle broke off . The following information was provided by the initial reporter : the customer stated that the needle broke during use. Date reported : (B)(6) 2021; sample received : no.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd eclipse¿ needle broke off . The following information was provided by the initial reporter : the customer stated that the needle broke during use. Date reported : 10/27/2021. Sample received : no.